Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, dermatitis allergic and arthralgia outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, menorrhagia, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, arthralgia, dermatitis allergic, device dislocation, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event joint pain added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included follicular cyst of ovary, leiomyoma nos, excessive menstruation, endometriosis and uterine enlargement. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, dermatitis allergic and arthralgia outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, heavy menstrual bleeding, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, arthralgia, dermatitis allergic, device dislocation, dyspareunia, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, migration, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: real fu was received and there was no significant change in the medical context of case.mr received. Reporter's middle name was added. Reporter and concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included follicular cyst of ovary, leiomyoma nos, excessive menstruation, endometriosis and uterine enlargement. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), alopecia ("hair loss") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral),right salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, dermatitis allergic and arthralgia outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, heavy menstrual bleeding, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, arthralgia, dermatitis allergic, device dislocation, dyspareunia, heavy menstrual bleeding, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, migration, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test (unspecified) result-not provided. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation and dermatitis allergic outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, menorrhagia, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, dermatitis allergic, device dislocation, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: received treatment for dyspareunia, pelvic pain, abdominal pain, menorrhagia, migration, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: essure confirmation test (unspecified) result-not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received: case become incident. Previously added injury nos was replaced with dyspareunia, pelvic pain, abdominal pain, menorrhagia, rash, skin condition, migration, hair loss, weight gain, were added. Lab data was added. Lawyer was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.